Event description:
An AED, of unknown manufacture, owned by the local fire deaperment was connected to the patient when a facility crew arrived on scene. The patient was determined to be in full arrest at this time. The AED was disconnected from the patient. Reportedly, lifepak 12 defibrillator/monitor to continue patient treatment, the therapy cable could not be physically connected to the device. The AED was reconnecetd to the patient, and used to deliver defibrillator therapy to the patient, but the device battery became depleted following delivery. Another lifepak 12 was brought to the scene and used to continue patient treatment. The patient was delivered to the hospital, but patient outcome was not reported. The facility indicated the report discrepancy did not affect patient outcome, due to use of backup devices.